Event description:
The user facility reported that during the angio-seal deployment for a patient, the black indicator did not appear while retracting the delivery system after deployment. It was uncertain if any collagen or suture was deployed at the puncture site. The procedure was completed using manual compression. The patient was discharged without any incident. The procedure performed was a percutaneous coronary intervention (pci). The event occurred intra-operative. The reported incident did not result in patient injury or necessitate medical or surgical intervention. There is no direct claim that the reported device caused or contributed to a patient injury or needed medical intervention. No medical products were used with the device. Additional information was received on 15 may 2024: arterial access, sheath, guidewire, and catheter insertion were achieved without difficulties. A pre-deployment angiogram was conducted successfully. The device was inserted without any issues. No testing was performed to confirm the collagen/anchor was not in the patient's body. The estimated blood loss amounted to 5cc. The sample was determined to be non-infectious.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
A2: age or date of birth: 61 years 8 months 1 day. This report is being sent as follow-up no. 1 to update section a, update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned sample included the guidewire and packaging only. The device was visually inspected and found that the packaging was returned with the temperature marker black and with patient information attached to it. The guidewire was returned spooled in its casing. Additionally, pictures of the device were provided which showed the sheath and carrier tube mated and with the anchor visible in the distal tip of sheath. Since the assembly was not available for evaluation; the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).